Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of unit shuts off was not replicated or confirmed. The device was put through extensive testing including full functionality testing including functional stress testing, power cycling, and internal inspection without duplicating the report. The device log was overwritten and offered no additional value to the investigation. The customer's reports of system faults 36 and 37 were observed during initial testing. However, after disassembling the device to determine root cause, the report was no longer seen. The analog board was replaced as a precaution. The device was recertified and returned to the customer. The batteries and accessories used were not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "system fault 36," "system fault 37" messages, and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.